Event description:
It was reported that during a prostatectomy with lymphadenectomy robotic laparoscopic procedure, during dissection , there was a high priority alarm for monopolar curved shears (mcs) causing loss of teleoperation on the arm cart assembly (aca, sn - (B)(6)). Instrument was removed as broken instrument and reattached and used for remainder of the procedure. No injury to the patient.

Manufacturer narrative:
Continue to d10: product ID: mrasc0002 sn:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: b5, d1; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module that was attached to arm cart assembly 4. At seventy-nine minutes of use, the monopolar curved shears threw an error code for 'shears over-torque'. As an after effect of this error code, the instrument drive motors (idu) will be turned off, so the instrument will need to be removed following the broken instrument workflow. When the idu motors are off, tele-operation is not possible for the arm cart. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs is unde rstood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dissection of a robotic laparoscopic prostatectomy with lymphadenectomy procedure, there was a high priority alarm for the monopolar curved shears, causing loss of tele-operation on the arm cart assembly. The monopolar curved shears was removed following broken instrument protocol, then reattached and used for remainder of the procedure. There was no injury to the patient.